Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned neurovascular diagnostic procedure was performed by the customer and completed as planned without any additional problems. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to expose. Review of the system log file showed that the tube malfunctioning as the grid leakage current was out of range. Upon troubleshooting, a tube grid defect was identified by fse, indicated by an out-of-range error for grid leakage current and issue through x-ray tube conditioning and large focus adaptation were ineffective in adjusting the gs. To resolve the issue, fse replaced x-ray tube. The defective tube was returned to philips for analysis and found that the issue between the filament and the cathode head, resulting in a significant short circuit of the filament and the root cause was identified as a short circuit of the filament to ground. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.